Event description:
Reporter indicated that vns pt had been hospitalized for a couple of days due to barrett's esophagus (erosion of the esophagus). The pt is reportedly unable to eat or swallow anything. It was reported that the pt had been seen for follow-up by neurologist just four weeks prior and was not having these problems at that time. Device diagnostic testing was within normal limits, indicating proper device function. Device settings had not been changed for months with exception of an increase in frequency from 20hz to 30hz approx one month prior. Treating neurologist does not plan to program the device to off since the pt is experiencing an increase in seizure activity at this time (not above pre-vns baseline frequency). It was reported that there have been no known medication changes recently. Treating neurologist plans to monitor the pt.